Event description:
It was reported that the customer was hospitalized. Customer was in a drug induced coma and unresponsive. Son and the hospital were unaware of the cause of the events leading up to the customer being unconscious. It was noted that the customer had some seizure like symptoms and was found unconscious. It was noted that the customer was not wearing the insulin pump at the time of the emergency call and the son was unaware of how long the customer was off the insulin pump. Insulin pump was found under the bed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.